Event description:
The pt, during delivery, was receiving a pitocin drip via a sigma 6000 pump. The rate was decreased from 125 ml/hr to 0.5 ml/hr. Within one minute the pump was found to be running once again at a rate of 125 ml/hr and the pump was turned off. Pt experienced hyperstimulation of the uterus and the babies heart rate dropped below 90 b/min. For approximately 3 minutes then returned to baseline. Pt was given terbutaline and oxygen and continued with a normal delivery.